Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the instrument data and indicated that they could not find an instrument malfunction. The quality controls were within the acceptable ranges. The rsc specialist indicated that the customer spins the sample for 5 minutes, which is shorter than the time recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The customer has been reminded on following the tube manufacturer guidelines for proper centrifugation. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was auto-repeated on the same instrument, resulting higher. A new sample was obtained from the patient and was tested on the same instrument, resulting higher than the initial and repeat results of the original sample. Both the original and the new samples were tested three times on an alternate dimension vista instrument with similar results to previous runs. The corrected results from the new sample were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.